Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was powered off and could not be restarted. A field service engineer replaced drawer controller and module controller printed circuit boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station powered down and could not be restarted. The customer reported unplugging the station and attempting to power it on using multiple known working outlets, but the unit remained unable to power back up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.